Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customer's blood glucose. The customer declined further troubleshooting and no further information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.